Event description:
Caller reported that screen was gray, going from black to gray once the on/off button was pressed. Blood glucose levels were within normal range, showing no values above 500 mg/dl or below 54 mg/dl. Customer faced difficulty interacting with the pump due to the screen issue, and as a result, tandem technical support arranged to replace the pump. The customer was guided to put the current pump into storage mode before returning it and agreed to use multiple daily injections (mdi) as backup therapy until the replacement arrived. The customer was notified that the replacement pump would include updated software and that training would be available. Customer understood the instructions and acknowledged all the steps to return the problematic pump using the provided return box and pre-paid label within ten days.